Event description:
It was reported that the pt didn't have any hearing sensation at the first fitting on (B) (6) 2010. An implant check was carried out on (B) (6) 2010. Three rtf measurements didn't show any response; the last one wasn't clear. The pt was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.